Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for about an hour and 15 minutes and upon removal the tampon fell apart. She had to manually remove the tampon pieces but was unsure if pieces remained. She began to experience nausea, abdominal pain, vaginal discomfort and headache and made an appointment to see her doctor. Multiple attempts have been made to obtain further information regarding the consumer's outcome, however, no further information has been received.